Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got exposed to humidity prior to the malfunction occurring. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide says "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%."